Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: is product code j493g/lot qmmarz correct? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of the index surgical procedure/type of laceration repair? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the 4-0 deep vicryl suture placed to approximate the subcutaneous tissue, used after the needle was removed from the patient? Was there any issue with the 4-0 vicryl suture? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? This medwatch report is in response to receipt of facility report # 3302260000-2023-8004.

Event description:
It was reported that a patient underwent a laceration closure on (B)(6) 2023 and suture was used. During the procedure, at a walk-in clinic, while attempting to suture, the thread broke from the needle. The needle was not found. The patient was transferred to a hospital for x-ray. A suture needle was located with x-ray assistance and instrumentation probing, it was removed in total and discarded in the sharps bin, no joint violation. A different deep suture was placed to approximate the subcutaneous tissue and then horizontal mattresses placed to close the skin layer. Additional information was requested.